Event description:
On february 6, 2007, the customer notified gambro of an incident of excessive fluid loss alarms with excessive fluid removal of 328 cc occurring five days earlier. Upon investigation of the incident, it was determined that the fluctuating dialysate flow rate indicates a partial occlusion of the dialysate bag or line. The nurse administering treatment stated that there was no patient harm nor intervention necessary. Treatment was continued on a separate machine without incident.

Manufacturer narrative:
The device was not available for evaluation by the MFR or the service rep. The fluctuating dialysate flow rate indicates a partial occlusion of the dialysate bag or line. This may have been due to a partially broken frangible pin or kink in the dialysate line. Flow rate was within acceptable limits; therefore, no weight change alarm errors were received. However, the excessive fluid or loss alarm correctly captured the incorrect fluid removal once the fluid discrepancy reached the limit as set by the user for this treatment. The amount of fluid removed did not result in any medical intervention or any injury.